Event description:
It was reported to philips that the allura device displayed error messages indicating both the small focus and large focus were defective. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the device small focus was defective. Upon further troubleshooting action, fse found that the tube small and large focus are all broken. The fse replaced x-ray tube. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.